Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 4/16/2018 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The last bolus delivery was a 2.35 unit normal bolus. The available black box showed loss of prime warnings associated with a low non-zero force and a loss of prime with a low non-zero force. Auto off alarms were showed in the black box and were followed by auto off alarms. The ezprime and 24 hour duration testing were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within specifications. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed to find the force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces, and no evidence of internal moisture were found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, it was reported that the patient experienced a blood glucose reading of 600 mg/dl with moderate ketones, nausea and confusion. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. At the same time, a loss of prime alarm was reported. Customer technical support performed trouble shooting with the patient and it was determined that the patient was under/over cycling the cartridge. This complaint is being reported because the patient allegedly suffered an adverse event while using insulin pump therapy; use error was a contributor to this event.